Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 bisector conical tip got blurry, it looked like it had a halo effect on the monitor. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.